Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was device exchange.

Event description:
Healthcare professional reported right side "leaking" tissue expander. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6b: previously reported date removed as additional discrepant information was reported. Further information to be communicated upon receipt of correct date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: an opening on anterior. Leak test and microscopic analysis was performed which identified: two striated openings on the insert to shell bond edge and radius, and non-penetrating nick striated on radius. Based on the device analysis the final assessment is: two striated openings on insert to shell bond edge and radius assessed as surgical damage. Non-penetrating nick striated on radius assessed as surgical tool scratch like.

Event description:
Healthcare professional reported right side "leaking" tissue expander. Device has been explanted and replaced.